Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence. It was reported that the patient¿s device ¿went off all the time¿ like a shock and then it would start hurting. The patient was wondering if there was a reason for the device to do that or if they were doing something wrong. It made the patient sit up straight. It was also noted that there were no falls, traumas, or medical procedures that the patient thought would be related to the issue. No further complications were reported or anticipated.